Manufacturer narrative:
This supplemental is being filed to update b5 and d6b: explant date.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. Because of swelling at the implant site, complete system removal was scheduled. There were no additional adverse patient effects reported. This ra lead remains in service. Additional information indicated that this ra lead was explanted due to infection. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. Because of swelling at the implant site, complete system removal was scheduled. There were no additional adverse patient effects reported. This ra lead remains in service.